Event description:
The customer felt that the insulin pump was not delivering insulin consistently as his blood glucose levels elevated to 304 mg/dl. The customer stated that the insulin pump delivers the boluses at times, and other times it doesn¿t. The customer was advised to discontinued using the insulin pump, and revert to a back up plan if he feels the insulin is not delivering accurately. The customer declined a replacement insulin pump at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.